Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Exp. Date provided. Device history lot part 07.702.040s, lot 7b53201 . Invalid lot number provided, based on the information in the system is the most likely used lot the lot 7d53201, therefore the mre review was performed for this lot: part: 07.702.040s, lot: 7d53201, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 05. Sep. 2017 , expiry date: 30. Apr. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exp. Date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter: synthes sales rep. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the patient complained of abnormal pain after implantation of a sterile traumacem injectable bone cement for a trochanteric fixation nail advanced (tfna) procedure. A computed tomography (CT) scan was performed showing a small amount of traumacem cement in the hip joint area. It is unknown if there would be a revision/removal procedure to be scheduled. Patient is being observed for any reason a revision surgery needs to be done in the future. The plan is to open anterior and wash out if the pain does not subside. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).